Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
1 reported false positive flu a result for 1 patient. Unknown if the patient was symptomatic or not. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also included 2 additional events for the same patient involving seperate analytes which are included on seperate reports.